Event description:
It was reported when using the bd pyxis medstation es system not detected on bus. The customer added that they were able to retrieve medication from asb 5s a ortho station or another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a drawer failure. The field service engineer resolved the drawer issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Section b4 - corrected date of this report.